Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, arm 4 seemed to pull back the instrument/arm unexpectedly when it was not being used by the surgeon. The problem happened only once during this procedure and the patient was not impacted. The customer stated that at the time the problem occurred there was no error message on the screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to perform a hard power cycle and an emergency power off (epo). The surgeon stated it was not possible and system was working fine at the moment of the call. The tse advised to push the emergency stop (e-stop) button and recover from the fault and explained that would only take a few seconds and instruments do not have to be removed. The surgeon declined at the moment and might attempt later. The customer confirmed the procedure was completed with no reported injury. Reportedly the surgeon did not experience the reported problem again. The surgeon had pushed the e-stop button at the end of the surgery and after recovery, system performed normally. The tse guided caller through hard power cycle and an epo and the system powered on normally. The tse reviewed complete error logs and found error 282 pointing to possible issue with instrument presence pins. The tse had caller check the pins who confirmed they were both out and when pushed in, they came back out without any problem. The customer confirmed there was no physical damage or pieces of plastic stuck to universal surgical manipulator (usm) 4 and that the usm looks the same as the other usms. The tse advised the or staff should call immediately when a problem occurs to perform proper troubleshooting. Isi followed up with the initial reporter who was unable to provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an unexpected movement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc (isi)technical support engineer (tse) guided the customer through hard power cycle and an emergency power off (epo) and system powered on normally. The tse reviewed complete error logs and found error 282 pointing to possible issue with instrument presence pins. The tse had the customer check the pins. The customer stated they were both out and when he pushed them in, they came back out again without any problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper seating of the instrument presence pins. This complaint is being reported based on the following conclusion: it was alleged that arm 4 seemed to pull back the instrument/arm unexpectedly when it was not being used by the surgeon. The unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.